Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the device was overheating, keeps triggering smoke detectors to go off and is very hot to the touch. The machine had black particles everywhere. The device was in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.